Manufacturer narrative:
According to the complainant, the device was disposed of and is not available for evaluation. At this time, we are unable to determine the relationship between the device and the cause for this event. If there is any further relevant information received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that a stone cone nitinol urological retrieval coil was used in a ureteroscopy with laser lithotripsy procedure performed on (B)(6) 2010 (patient age and weight are unknown). According to the complainant, the device was situated behind the stone and deployed without issue. However, when the physician was ready to remove the retrieval coil from the patient, the device would not close back into the sheath. "The coil was jammed." The account stated that it is possible that a stone was in the device, which caused the problem. The physician was eventually able to close the coil and remove it from the patient without additional intervention. The procedure was successfully completed using a third stone cone nitinol urological retrieval coil. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.